Event description:
A surgeon reports the laser shut down and lost suction. Additional info indicated the pt's lasik procedure was aborted due to loss of suction. The pt was rescheduled for surface ablation on the left eye. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).